Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that during a case, the images on the 9600 system became bright and unreadable. Used another unit to finish case. No pt injury reported.